Manufacturer narrative:
Submit date: 12/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the unit won't pump correctly during feeding set up. No patient harm. No additional information is available because the nurse was not that detailed on the notes

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, won't pump correctly during feeding set up. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.